Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-02500. It was reported surgical intervention may be pending to explant the patient's scs system for an unknown reason.